Manufacturer narrative:
(B)(4): the customer reported that the device had failed the operation check multiple times. It was later clarified the device was failing to recognize the pads cable. There was no patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had failed the operation check multiple times. It was later clarified the device was failing to recognize the pads cable. There was no patient involvement.